Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Although the device was not returned to the manufacturer for evaluation, historically the manufacturer has seen this failure mode when excessive forces are applied to the side of the device's outer jacket distal to the bifurcate handle on the device's working length. With this excessive force the device becomes kinked and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. However, the specific cause of the reported failure cannot be confirmed.

Event description:
In a lead extraction procedure (details of the indication for the procedure or which leads/lead information were being removed are unavailable), the physician was utilizing a spectranetics 14f glidelight laser sheath to attempt lead extraction. It was reported that the glidelight device was inserted and lased twice. It was then reported that the physician felt heat in his hand. When the device was removed, the device's outer jacket was reported to be torn and "the red lamp was leaking". The procedure was completed with this device, and there was no reported patient harm. This device is not being returned to the manufacturer for evaluation. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. Further information provided by the distributor stated there were no burns on the physician's hand, no symptoms of burns and no treatment was performed.